Event description:
It was reported that a malfunction alarm occurred. There was no adverse impact to the customer's blood glucose level. The customer planned to use multiple daily injections (mdi) as a backup therapy, and technical support arranged to replace the faulty pump.

Manufacturer narrative:
The event date listed on b3 is reflective of the time zone of the country of the event.